Event description:
It was reported that following a coronary artery stenting treatment procedure the patient expired. The patient presented for treatment with a diagnosis of dyspnea. Following diagnostic angiography, a guide wire was advanced across the left anterior descending artery lesion. A 2.5x12mm ion stent was deployed at 14atm for 10 seconds. Medications received included heparin, nitroglycerin, and protamine. The procedure was completed with no patient complications reported. The patient status was fine. Two days post procedure, the patient presented in the emergency room with chest pain and expired. No additional information is available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)